Event description:
It was reported, "a subject, (B)(4), enrolled in the triathlon ps clinical study experienced an operative site adverse event for excessive knee pain. The event was listed as uncertain in relationship to the device and the site noted: "probably due to overuse, not device." It was noted that the adverse event was resolved. The site noted: "supermedial parapatellar pain - resolved after stopping activity (tennis)".

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.